Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus touch-pen did not align with the cursor on the screen of the device; the bezel shield assembly was replaced, and the stylus was re-calibrated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found.

Event description:
It was reported that the stylus touch-pen was not able to sense and align with the screen of the programmer; replacing the stylus did not resolve the issue. The programmer has been returned for repair. There was no patient involvement.